Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation confirms the implant remains assembled with the sutures white and black and slide freely. Functional test does not reveal any issues with the correct device ar-3610f used for ar-3638. No problem found.

Event description:
It was reported that during a bankart surgery the anchor ar-3638 (lot: 14991630) did not fit through the spear ar-1948ct (lot: 011645). Four anchors were discarded and are contaminated in the return. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.